Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering noted fragmentation of an internal rubber component of the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report represents the initial and final report.

Event description:
Procedure performed: bypass. Event description: during bypass after introduction of a 5mm grasper, the surgeon observed a leakage by the seal. As a consequence the patient started to loose pneumoperitoneum. The surgeon took a second device and observed the same leakage problem. The surgeon took a third device and observed the same leakage problem. He took the seal of a fourth device and placed the seal on the third device. He also observed a leakage by the seal. The surgeon reported that this event delayed the procedure by 1 and half hour. The surgeon would like a credit on all units. Type of intervention: unknown. Patient status: no patient injury or illness occurred associated with the complaint event